Event description:
Customer reported experiencing a cartridge alarm 20 on their pump. There was no adverse impact to the customer's blood glucose level. The customer contacted primary care provider for backup insulin therapy.